Manufacturer narrative:
Submit date: 09/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states there was resistance during the infusion and the patient was not fed for two hours. When the tube was remove, the tube was kinked at the distal end.

Manufacturer narrative:
Submit date 12/2/2016. The review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because the sample was not provided by the customer, the sample evaluation could not be conducted. Because the sample was not received the failure mode could not be confirmed; therefore, the root cause was not identified. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be utilized for tracking and trending purposes.